Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the gas module air has been detected as faulty and was replaced. Defective part was not returned for analysis. The root cause to the reported issue has not been determined.